Event description:
It was reported that the implantable neurostimulator battery had depleted and the device was at end-of-service. The patient also experienced a suspected allergic reaction. The implantable neurostimulator and extension were going to be explanted on the day of report; however, the lead was going to remain in place for potential implant of a new ins in the future. The patient suspected the device had leaked and/or system components had degraded. Additional information has been requested but was not available as of the date of this report.

Event description:
The patient has a current illness and was told that the possible leakage from the ins possibly caused the illness. She experienced pain, redness and swelling at the pocket site. She has whole body pain, sensitivity and burning with a circular pattern like sunburn on bilateral lower extremity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead: model 3487a, lot# l57438, implanted: (B)(6) 1998, explanted: unk; extension: model 7495-51, serial# (B)(4), implanted: (B)(6) 1998, explanted: unk; programmer: model 7434-e, serial# (B)(4).

Manufacturer narrative:
Final device analysis for the ins revealed a loose grommet. Foreign material was found in the lower port and inside of the outer seal.

Manufacturer narrative:
Additional review of analysis results indicated the implantable neurostimulator (ins) can was sealed and no visible signs of leakage were observed. A connector block electrical leakage test was performed to test for electrically conductive paths from the connector module area of the ins. A 7482 extension was connected to the ins and the can was submerged in a jar of 0.9% saline solution, placed in a body temperature chamber, and soaked for over 48 hours. Low impedance was observed from circuit #1 to an indifferent electrode; indicating an electrically conductive path from the connector module area of the ins. The electrically conductive path was due to a loose #1 set screw grommet. Nothing leaked into or out of the ins can while in the saline solution. A lab functional test showed normal function of the battery and hybrid circuit. X-rays revealed no battery case anomaly.